Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 27, 2016.

Event description:
Per the clinic, the patient experienced poor performance with device use. The electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2015. The patient was reimplanted with a new device during the same surgery.